Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother reported via phone call that the insulin pump had excessive no delivery alarms. The mother stated the alarm had been persisting for the past 6 months. It was also reported the infusion sets were changed several times, but the alarm persisted. It was also found the customer would have bent cannulas on the infusion set. The mother requested a replacement insulin pump. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.